Event description:
The reporter indicated the surgeon implanted a 12.1mm vticm5_12.1 implantable collamer lens, -06.00/+3.0/093 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6) 2023. The lens was explanted on (B)(6) 2023 due to patient experienced a refractive surprise. The lens was replaced with another same model/length but different power lens and the problem was resolved.

Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
H3: device evaluation: the lens was returned dry, in microcentrifuge vial, with residue/debris on product. Visual inspection found no visible damage to the lens. Dimensional and refractive verification were performed and the lens was found to be in specification. Claim # (B)(4).